Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient saw their urologist for the first time since implant. They noted that they did a sonogram ultrasound and found their bladder wasn't emptying all the way; they were instructed to call the manufacturing company. The caller also mentioned they go to the bathroom all the time, there are little dribbles, there is urine in the toilet bowl and their underwear, but they didn't realize they weren't fully emptying. The caller had access to the patient programmer (pp) during the call so they synched to their ins which showed stimulation was off so they turned it on; the patient felt stimulation. It was reviewed that therapy needs to be on for it to be effective and the caller then mentioned they may have turned therapy off on accident. It was recommended to monitor symptoms to determine if they are resolved now that therapy is back on. They also noted having an appointment scheduled with the managing healthcare provider (hcp). No further patient complications have been reported as a result of this event.